Manufacturer narrative:
Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the european parliament and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect the electrodes being connected to the patient during use. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker evaluated the customer's device and was unable to duplicate the reported issue. The electrodes were not returned for evaluation. A customer quality engineer reviewed the available patient event file and observed motion warnings, along with the electrode connection becoming intermittent, confirming the reported issue. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted stryker to report that their device would not detect the electrodes being connected to the patient during use. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.

Manufacturer narrative:
Stryker will not request any patient identifying information to be in accordance with regulation (EU) (B)(4) of the (B)(6) and of the council. Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A customer contacted stryker to report that their device would not detect the electrodes being connected to the patient during use. As a result, defibrillation therapy would not be available, if needed. The patient associated with the reported event did not survive. The customer confirmed that the device use did not contribute to the patient outcome.